Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure performed in 2009. According to the complainant, the procedure was performed under general anesthesia. The physician performed three sequential ablations with the device. The umbrella opened and closed completely 6 times inside the tumors as specified in the device instructions for use. The umbrella then opened and closed partially (blue mark on the handle) an additional 6 times. At the end of the ablation, as the physician attempted to close the umbrella to withdraw from the patient's lung, the entire umbrella and a 5cm segment of the internal axis detached from the central axis, which is connected to the lead retractor handle. The fractured device segment lodged inside the patient's right lung. Retrieval was not attempted. The procedure was completed with the same leveen needle electrode. The ablation time was 60 minutes. The highest power achieved was 200w. A metal guide was not used; however, surgical staples were present in the lung. The patient's condition at the conclusion of the procedure was reported to be stable. The patient remained hospitalized and under observation since the procedure. A 15 day course of antibiotics was prescribed. As of the following month, the patient has not presented with any complications resulting from this event.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be field.